Event description:
It was reported that the patient was being taken into the hospital and the alleged cot dropped. The emts pulled the cot out of the ambulance and the edge of the safety bar allegedly hit the safety hook and the cot "twisted" as a result, causing the cot to tip and drop. It was reported that the patient allegedly received a bruise to their head and minor scrapes as a result, and that they were not aware of any medical intervention that would have been needed for the alleged injury.

Manufacturer narrative:
The evaluation identified that there was an alignment issue with the safety hook. The customer further stated that the fastener system was recently reinstalled from the drivers' side to the center or the ambulance, however the safety hook remained on the drivers' side. This issue was resolved for the customer by adjusting the position of the safety hook.

Event description:
It was reported that the patient was being taken into the hospital and the alleged cot dropped. The emts pulled the cot out of the ambulance and the edge of the safety bar allegedly hit the safety hook and the cot "twisted" as a result, causing the cot to tip and drop. It was reported that the patient allegedly received a bruise to their head and minor scrapes as a result, and that they were not aware of any medical intervention that would have been needed for the alleged injury.